Event description:
The patient presented for heart transplant evaluation on [redacted]. He had an impella rp placed on [redacted]-23 days later and was admitted to the ccu [cardiac care unit] while awaiting transplant. On [redacted]-23 days after the impella was placed, the impella flows acutely dropped with inability to flow higher despite increased p-level. Patient was hemodynamically stable, but there was concern for device thrombosis prompting impella rp removal and rvad right ventricular assist device] entrimag placement in the cath lab on [redacted]-that same day. On [redacted]-2 days later, the patient had sudden loss of rvad flow and declined to pea [pulseless electrical activity] arrest. Pt was emergently cannulated onto peripheral va ECMO [veno arterial extracorporeal membrane oxygenation], brought to the operating room and was found to have a right ventricle perforation injury believed from the cannula, which was repaired. However, the heart function did not recover, pt remained asystolic and suffered from massive coagulopathy. Patient's chest was packed, and patient was brought back to the ccu in very critical condition for the family to see the pt. Pt was pronounced as deceased later that evening.